Event description:
Rptr, hcp at a medical equipment co, called about a meter brought back by customer. Customer's meter to hcp meter comparison test was 43 mg/dl versus dr's elite meter 187 mg/dl. On follow-up, meter owner confirmed capillary test results, mins apart. Places all test strips into old (10/98) vial in pt's case. Allegedly coded meter to new strip vial before disposal. Strips possibly open greater than four months, since pt tests infrequently. May add extra drop to test sample. No symptoms or treatment reported. No harm was alleged.